Manufacturer narrative:
The affected device was examined onsite by a dräger service technician and, the reported error condition could be confirmed. The error code 40.1010 indicates that the two channels via which the voltage of the internal battery is being monitored have detected that the battery voltage was out of range. Since the internal battery is a wear part, the error condition is most likely attributed to it and thus, the first repair measure was the replacement of the internal battery. The circuits for the independent voltage monitoring channels are embedded in two different functional units ¿ one is in the power supply and the other one is integrated into the mainboard. Therefore, the error code 40.1010 may also be related to a deviation in the circuitry of one of the monitoring channels. During the first repair instance, the dräger service technician thus recommended a precautionary replacement of the power supply unit, but the user refused it for reasons of cost. In-between, the error condition recurred and, further repair attempts by 3rd party were reported: more than one part of the device was replaced by third party, but it is unknown to dräger what these replacements in detail were. Finally, all functional units that can be put in causal connection to the error condition ¿ battery, power supply and later also the mainboard - were replaced by dräger service technician which then remedied the issue. The affected device was returned to service. Dräger concludes the following: the device responded as designed upon that deviation and posted a visual and audible alarm of high priority. Primary operating functions e.g., ventilation and monitoring are not affected in this specific case and will be continued. As it had been reported that the ¿machine stopped and did not work¿ this case was initially considered reportable. However, as it was later confirmed that indeed the user stopped using the affected device in abundance of caution when the error code 40.1010 was displayed, this case is finally considered not to be reportable anymore. The results of the investigation did not reveal any new or additional risks which are not covered by the product risk management file.

Event description:
It was reported that the device malfunctioned and the error code 40.1010 was posted. There were no patient health consequences reported.

Event description:
It was reported that the device malfunctioned and the error code 40.1010 was posted. There were no patient health consequences reported.

Manufacturer narrative:
The investigation is still on-going, results will be provided in a follow-up report.